Event description:
Reporter indicated that vns pt developed an infection after implant. The infection was present at the pulse generator/pocket area and was treated with IV antibiotics and I&d. The infection was reportedly resolved following this treatment, but the pt was later scheduled for explant due to the infection. It was also reported that the pt's seizures were exacerbated following this treatment, but the pt was later scheduled for explant due to the infection. It was also reported that the pt's seizures were exacerbated following the superficial infection.